Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017470 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1017470 , test base part number 195-430 / lot 1017470. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017470 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample. Reference MFR reports: 1221359-2021-01523, 1221359-2021-01543.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2021-01523 and 1221359-2021-01543.

Event description:
The customer reported 4 false positive results with the ID now covid-19 assay performed between (B)(6) 2021 and (B)(6) 2021. This MFR. Report addresses patient (2) and is (2) of (3). The customer reported a false positive result on a direct tested nasopharyngeal cultra swab while using the with the ID now assay on (B)(6) 2021. Repeat testing with ID now was performed twice and generated 2 negative results . Confirmation testing on a nasopharyngeal swab generated negative results. Per the customer the patient was asymptomatic . The customer confirmed no patient harm occurred. No additional patient information, including treatment and outcome, was provided.